Manufacturer narrative:
It was reported that the tibial insert impactor tip broke during surgery. The surgery proceeded as planned and was completed successfully. There was no adverse harm to the patient and there were no delays to the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the tibial insert impactor tip broke during surgery. The surgery proceeded as planned and was completed successfully. There was no adverse harm to the patient and there were no delays to the procedure.